Event description:
The customer reported the ng tube was clamped by staff. They went to unclamp and the white piece broke off from the blue piece. The white piece was stuck in part of the ng that needed to be re-hooked up to suction. The blue piece was stuck in the blue part of the ng tube. They used kelly clamps to get the white and blue pieces unstuck.

Manufacturer narrative:
A non-conformance review was conducted for the reported lot and there were no ncs related to the reported event issued during the manufacturing of the reported lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We are unable to associate this reported issue to an open CAPA due to no photo or sample received for evaluation. We will continue to monitor related reports to determine if additional actions are necessary.